Event description:
It was reported via repair work order that the wheel broke off of the cot during patient transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.